Event description:
Pt had rotator cuff repair in 2004. Returned in 2004 with pain & swelling in shoulder. Taken back to o.r. For debridement & repair due to either infection or graft rejection. Cultures negative thus far.